Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was being implanted with an impella cp device for mechanical circulatory support. Impella cp was inserted in the right axillary artery and had positioning issues in the left ventricle (lv) due to calcification. The decision was made to change to left axillary access for the impella cp but upon reevaluation computed tomography, the medical staff aborted the process.